Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement, there was resistance advancing the 29mm sapien 3 ultra resilia valve through the sheath, and the distal tip of the sheath was torn upon removal. The 16fr esheath+ was prepped and the pre-split/dilation of the sheath was done per IFU. When inserting the valve (which was also prepped and crimped per IFU) there was some resistance, but nothing concerning, per the physician. Then, there was an extra "pop" when the valve exited the end of the sheath, and the system jumped forward a bit. When removing the esheath+ it was noted that the distal end of plastic was almost completely detached circumferentially. There was no damage to the vessel or harm to the patient and hemostasis was achieved.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. A2, h6: component, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was returned for evaluation. The esheath+ was returned with the introducer fully inserted and locked. Per visual examination, the liner was fully expanded as designed. The distal tip was torn radially, along the distal edge of the liner. Radial and angled score lines were present and along them, hdpe stretching was observed. The distal tip of the introducer was curved, likely due to packaging. The radiopaque marker was present. Due to the nature of the complaint and returned device, no dimensional testing or functional testing was performed, and the complaint was confirmed through visual inspection. The IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Based on the initial images provided by the field clinical specialist, the distal tip was torn radially, along the distal edge of the liner. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with delivery and the following root causes were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. It was reported that the patient's vessels had 'minimal tortuosity.' Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. It was reported that the patient's vessels had 'minimal calcification.' The presence of the above factors can create a challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. Per evaluation of the returned device, the sheath distal tip was torn radially along the distal edge of the liner. The failure mode is characteristic of previously investigated sheath tip tear events. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, it was reported that the patient's vessels had 'minimal tortuosity' and 'minimal calcification.' Per the training manual, 'push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification' tortuosity and calcification can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip. Additionally, calcification can create a constrained effect on the sheath leading to sub-optimal conditions for distal tip expansion. In this case, difficulty advancing the valve through sheath and the distal tip tear of the sheath, prolonging the procedure, was confirmed based on the evaluation of the returned device and provided imagery. The available information suggests patient factors (calcification, tortuosity) may have contributed to the resistance and difficulty experienced while advancing the valve and delivery system through the sheath. The available information also suggests that the torn distal tip may be related to improper expansion of the sheath tip during thv advancement, and or patient factors (tortuosity, calcification) may have contributed; however, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.